Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The indication for use was spinal pain indications. It was reported that last thursday or friday the patient bent over and felt a sharp pain right near the implant. The patient stated that over the next couple days almost immediately the pain started returning to their lower back. The patient said that they checked the stimulator and saw that the stimulation was on and at the settings that they had originally put on, however their back pain was back with a vengeance. The manufacturer's patient services specialist (pss) redirected patient to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined. They met with a rep and he adjusted stimulator. They are now charging daily but still have pain. They were referred to surgeon as the implant has moved a lot and is painful. Additional information was received from the patient. Pt reiterated battery has moved and they will have surgery to move back into position. The issue has not yet been resolved.

Event description:
Additional information was received from the patient. They reported that the battery was surgically revised in nov. Patient is keeping in touch with the healthcare provider (hcp). Patient stated [ins was] moved so not impacted by clothing waist band.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.